Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m168966 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m168966 and test base part number 190-430 / lot m168966. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168966 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m168966 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release as the logfiles were not provided. Review of complaints against the kit lot(s) for the reported issue indicates product performance is as expected and have not identified a product deficiency. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Event description:
The customer reported (8) eight to (9) nine conflicting results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021 using two different lot numbers (lot. M168966 an lot. M1048241) this MFR. Report addresses lot 1 of 2. The customer reported that (3) patients and (5) staff memebers were tested with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swabs and generated positive results. The customer reported that new samples collected from the patients and the staff were sent to another store to be retested with the ID now covid-19 assay and (2) negative and (2) positive results were obtained. The customer reported the results were conflicting between ID nows at different locations. Pcr confirmation testing was not performed. The customer reported that the (3) patients were symptomatic and the (5) staff members were asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.